Event description:
It was reported the frame of the 65650r rollator has broken.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-03508 indicting the brand name as a powered wheelchair when in fact the device is a mechanical walker,rollator.